Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 21st of august 2015 for further investigation. During the investigation the fse found dried salt and wetness under the pump. The fse rebuilt the pump with a diaphragm, a seal and cleaned it along with tightening it. The instrument pressue was check and its stable at 10.7. Fse ran instrument warup, quality controls and patient samples without any errors. Instrument is functioning as intended and was released. No further action is required by the fse. The most probable cause of the reported event was due to a leaking pump. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2015 the customer reported error 101 pressure low on their g8 instrument. Customer indicated they changed out buffer #2 and performed drain flush which resulted in good pressure. Customer called back indicating the pressure is dropping again after running couple of racks on the instrument. The filter flow = 1.07, retention time = 0.60 and the column count = 3010 which led to replacing it. Technical support group (tsg) advised the customer to replace the inline filters. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.